Manufacturer narrative:
Date rec¿d by MFR : 30jun2019, date of report : 22jul2019. The manufacturer's remote service technician performed troubleshooting with the customer. The technician recommended that the customer re-seat the battery. The customer reseated the battery and the issue was resolved. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10july2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the unit could not detect the battery. There was no patient involvement.